Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant messaging) was confirmed. As received, the belt failed the incoming therapy electrode recognition test. Upon evaluation, there was an open pulse wire inside the trunk cable. The cause of the constant messaging and incoming test failure is the open pulse wire. The root cause of the broken wire is excessive force placed on the cable. No adverse event resulted from the broken wire.

Event description:
A us distributor contacted zoll to report that a patient's device was constantly prompting the patient with check therapy electrode messages.